Event description:
Edwards receives notification from the FDA that the infectious disease md at the hospital reported the following event. A 29mm 11500a aortic valve implanted for 88 days was explanted due to scedosporium endocarditis. The explanted valve was replaced with a 27mm 11500a. Aortic valve. As reported the onset of endocarditis symptoms was on (B)(6) 2022 (pod #45) when the patient had initial visual symptoms suggestive of a septic embolism to the retina. Per the medwatch form, the 29mm 11500a was explanted and valve cultures grew scedosporium. Valve pathology was consistent with same pathogen. Fungal blood cultures also grew scedosporium. This male patient was not immune suppressed. The lab has not identified any other scedosporium isolates in the past year from any other sources. Customer concern for possible fungal contamination of bovine prosthetic valve. Per medical records, the patient developed small bland strokes without any symptoms other than an eye infection. The eye infection was treated with oral antibiotics and improved over a weeks period of time. The patient symptoms reoccurred, and the patient was admitted ((B)(6) 2022) due to visual changes consistent with septic retinal emboli. An echo showed a large mobile aortic thrombus. CT scan showed multiple embolic strokes. Fungal blood cultures grew scedosporium. On hospital day #9, the patient was taken to the or for redo avr debridement of periaortic abscess, and pericardial patch reconstruction of the pericardial wall. A 27mm 11500a valve was implanted in replacement. The patient was placed on va-ECMO and iabp for biventricular failure. Valve vegetation and drainage at aortotomy site were positive for scedosporium. Postoperatively the patient was making progress with plans for decannulation on pod #6. However, the morning of the procedure the patient developed stroke symptoms. CT showed extensive interventricular and subarachnoid hemorrhage around the brainstem with obstructive hydrocephalus. Neurosurgery was consulted for possible external ventricular drain and determine patient was likely brain dead or would be left in vegetative stated with poor prognosis despite intervention. The decision was then made for comfort measures and withdrawal of care and the patient expired on pod #6.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Microorganisms including the scedosporium spp fungus identified from the endocarditis incident are rapidly inactivated and could not survive in edwards multi-stage processing or terminal ethylene oxide sterilization process. Edwards lifesciences provides sterile tissue bioprostheses to customers with a carefully designed robust sterilization process for which the efficacy has been demonstrated consistently and which provides a significant safety factor. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A lot history review was performed, and no events with infectious organism of scedosporium or with endocarditis within 60 days were found. Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prostheses perioperatively, most of which probably occurs intraoperatively. Besides the patients own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever nonconformances in sterility or packaging processes, they would most likely manifest in the early post operative period. Since there are multiple modes of contamination other than the prosthesis itself, and no indication or allegation that the patients infection was device related, the event was likely due to patient and or procedural related factors. A definitive root cause cannot be conclusively determined however patient and or procedural factors likely caused or contributed.